Event description:
Int'l affiliate reported that the device tore 9 days after being placed in svc. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to FDA: 10/29/2004. Conclusion: the prod upon which this medwatch is based has been rec'd, however, the prod eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.